Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: the balloon catheter was returned in a deflated state. There was a pinhole 3 mm from the proximal side of the distal markerband. There is no evidence of any material or manufacturing deficiencies that could have contributed to this complaint. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure a balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous iiilac. A sterling monorail 5.0 x 40/135 (4f) percutaneous balloon dilation catheter was inflated to 15atms when a balloon rupture occurred on the initial inflation. The procedure was completed with a different device. No patient complications were reported. Patient condition is reported as good.

Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure a balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous iiliac. A sterling monorail 5.0 x 40/135 (4f) percutaneous balloon dilation catheter was inflated to 15atms when a balloon rupture occurred on the initial inflation. The procedure was completed with a different device. No patient complications were reported. Patient condition is reported as good.